Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the knobs and battery drawer were contaminated, both bail covers and ring cover were broken, the ring was bent, the keyboard was scratched and contaminated and the display was missing pixels.